Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support to report the liberty select cycler alarmed with an m31 air detected in cassette warning during drain 2 of 4. A fluid leak was subsequently discovered. Fluid was not found in the pump module area or on the external portion of the cassette. Fluid leaked from the patient line tubing (not from the connection). It was reported the patient line appeared to have a small cut where it was leaking from. The film on the back of the cassette was not loose. The cause of the leak is unknown. Upon followup a peritoneal dialysis registered nurse (pdrn) stated the patient had not informed the clinic of the reported event and they could not provide additional information. The pdrn stated the patient does not speak english and would not be able to communicate regarding followup questions. The pdrn stated that patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn confirmed the patient is female. Additional information has been requested, however to date has not been provided.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support to report the liberty select cycler alarmed with an m31 air detected in cassette warning during drain 2 of 4. A fluid leak was subsequently discovered. Fluid was not found in the pump module area or on the external portion of the cassette. Fluid leaked from the patient line tubing (not from the connection). It was reported the patient line appeared to have a small cut where it was leaking from. The film on the back of the cassette was not loose. The cause of the leak is unknown. Upon followup a peritoneal dialysis registered nurse (pdrn) stated the patient had not informed the clinic of the reported event and they could not provide additional information. The pdrn stated the patient does not speak english and would not be able to communicate regarding followup questions. The pdrn stated that patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn confirmed the patient is female. Additional information has been requested, however to date has not been provided.